Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep that during a case the abs-10060r machine stopped processing and gave a notification that the lid was not latched properly. After trouble shooting everything we could, and making sure the lid was completely closed, even rebooting the system, the angel machine still gave this notification therefore we could not complete the spin for the physician. Additional information received on 08/06/18: the rep stated that the procedure taking pace was a biocartilage case with prp injection being performed on the ankle. The date of the procedure was (B)(6) 2018. The rep stated that the bio cartilage was placed, but the prp injection was not completed.

Manufacturer narrative:
Complaint confirmed. Vendor evaluation did not identify the cause. The power board and a capacitor were replaced.